Event description:
Device issue: mislabeled stent length. Time of device issue: during the procedure. Adverse event: unstented segment requiring intervention. Onset of adverse event: during the procedure. It was reported that although, the lesion length was approximately 80 to 100 mm, a stent to accommodate that length was unavailable; therefore, the 60 mm length absolute stent was used; however, the absolute stent was found to be significantly shorter than labeled on the packaging. The labeled length of the absolute was 60 mm, but was found to be only 18 mm in length. The remainder of the lesion was treated with angioplasty only. There was no reported adverse patient effects. There was no additional information provided.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not complete.